Event description:
It was reported that the gamma nail was inserted at the user facility. Due to the penetration into the acetabulum by the lag screw, extraction was performed. User facility does not normally use gamma extraction instruments and gamma operating technique was sent to the user facility. They tried to remove the lag screw without loosening the set screw. They did not succeed and opened the femur to take the nail out.